Event description:
It was noted that during a da vinci procedure, the prograsp forceps instrument was found difficult to move. The surgery was completed using another instrument. There was no injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. A visual inspection found, the instrument pitch cables were derailed. The instrument was placed on an in-house system and the engagement and recognition test passed. The motion test failed and instrument did not move intuitively. During visual inspection it was noted that the pitch cables were loose at the distal end of the instrument. The blue housing was opened to find that the pitch cables were derailed at the clamping pulley. An additional observation not reported by site was that the instrument pitches up cables were frayed at the distal portion of the instrument. There were small strands sticking out at the wrist. An additional observation not reported by site was that the instrument main tube had scratch marks /abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratch marks were .167 - .030 in length and not aligned with the tube axis. No other damages were found on the instrument. The reported complaint of difficult to move does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables and the main tube had various scratches with light material removed which was found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.